Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 481 mg/dl at the time of the incident and blood glucose level went down to 417 mg/dl. Customer was treated with insulin pump. Customer had not alleged that the insulin pump was under delivering. Customer is unsure if insulin pump system has been in use within 48 hours of reported high blood glucose level. The device will not be returned for analysis.